Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (dft315-615) that is sold in the united states under (PMA/510(k) # (p930014). The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, cant read a line and vision was doubled. The patient undergone a capsulotomy procedure and there's been no improvement and seeing less than before the lens was implanted. Additional information has been received and stated that the patient experienced low vision, discomfort, red eye, heavy eye, haze, and uncomfortable with glasses. Additional information has been received and state that the patient says there is no problem with the adaptation as she had the surgery 3 months and 11 days ago.

Manufacturer narrative:
Corrected information provided in d.4. Additional information was provided in h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information contained in the follow up details of the file indicated that company informed the customer that because the intraocular lens is implanted, it is not possible to carry out an investigation of the sample itself, only a documentary investigation of the batch complained of. The patient was the reporter. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).